Manufacturer narrative:
Weight-race: unk. PMA/510k: this product is not marketed in the usl device code: (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens of -14.0 diopter was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause reported as unknown.